Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a procedure to add an epicardial lead, telemetry disconnected from the cardiac resynchronization therapy defibrillator (crt-d) due to interference from the scalpel. Multiple attempts were made to reconnect the crt-d to telemetry, including using different programmers, were made without success. Subsequently the crt-d was explanted and expected to be returned for analysis. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that during a procedure to add an epicardial lead, telemetry disconnected from the cardiac resynchronization therapy defibrillator (crt-d) due to interference from the scalpel. Multiple attempts were made to reconnect the crt-d to telemetry, including using different programmers, were made without success. Subsequently the crt-d was explanted and expected to be returned for analysis. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.